Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited chronic high capture threshold. Recently, intermittent loss of capture was noted. Right atrial lead dislodgement was suspected. On (B)(6) 2018, the lead was capped and replaced. The patient was stable throughout.